Event description:
During mapping of an ablation procedure, the catheter placed in the body of the patient for mapping worked for the first part of the case and just stopped about half way through. It was stated by the rep that the fiber optics probably stopped working. A new one was used with a different lot (# 5192444), it worked throughout the rest of the case. There was no harm to the patient at all.